Event description:
It was reported that "pads on pt, alarming" pad was changed no difference noted. Machine was shut off and plug was flipped and plugged into machine and the cautery would work.

Manufacturer narrative:
We are in the process of gathering add'l info regarding this incident. The original device has been discarded and we are requesting a sample of the same lot code be returned for evaluation. When the quality engineer has finished the investigation we will file a supplemental report. Due to an oversight, this report is being filed late.